Event description:
Significant resistance to withdrawal of stent deployment balloon after satisfactory coronary stent deployment. This resistance may lead to unwanted guide catheter advancement which may lead to coronary artery proximal trauma.